Event description:
Related manufacturer reference number:1627487-2024-07414 it was reported the patient experienced ineffective stimulation due to lead fracture. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation.based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
D6b: correction: surgery took place on (B)(6) 2024.